Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and approximately three day later, a fluid leak was observed from the purge sidearm while on impella mcs. Fluid was noted to be leaking from the connection between the filter and the pressure reservoir. As the parameters were still within the allowable range, the decision was made to maintain support while monitoring the situation. There was no harm to the patient as a result of this event.